Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and the reported event with the instrument could not be replicated or confirmed. The instrument passed the manual articulation of inputs. The instrument underwent external and internal visual inspections, with no motion or grasping issue detected. The instrument was placed and driven on an in-house system, passing the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions, and the grips opened, closed and grasped properly. The instrument passed the electrical continuity and energy delivery tests in various grip orientations. Additionally, the instrument was found to have thermal damage to the yaw pulley. The yaw pulley had charring and/or localized melting on the outer surface of one bipolar yaw pulley at the base of the grip. As a result of the damage, a section of the active electrode (grip) was exposed that would not normally be exposed. The probable root cause cannot be determined based on the information provided and failure analysis results. The reported event was not confirmed as failure analysis found no functional issues. The instrument was visually inspected and evaluated for its mechanical and/or electrical characteristics by in-house testing and the investigation revealed no issues related to the customer reported event. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse and recognition issues. Furthermore, the probable root cause of thermal damage is attributed to inadvertent energy application from a monopolar instrument.

Event description:
It was reported that during a da vinci-assisted ureteroplasty surgical procedure, the maryland bipolar forceps lacked sufficient gripping force and could not grasp the tissue, so it was replaced during surgery with another product of the same type. The procedure was completed with no reported injury.intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer confirmed there was no thermal damage observed on the instrument. Additionally, there were no signs of arcing during the procedure and there was no injury to the patient related to this event.